Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was failed to open. A field service engineer (fse) initially cleaned and replaced the latch, then swapped the 12-foot cable, but the issue persisted. A new card was installed with no improvement, as the latch light turned green but failed to open, and after several attempts, the remote manager became undetected. The new smart remote manager (srm) intermittently failed to unlock. To resolve this, the 12-foot bus cable was replaced with a 25-foot cable. The hardware test application (hta) was performed, the station was rebooted, and functionality was confirmed in the application. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager had failed to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.